Event description:
Report received from the USA stating that the device "burr stops when pressure is applied". The device was being used during surgery, but no pt, user injury or medical intervention occurred. It is unk if a delay in the surgical procedure. If any add'l info should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).